Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the repair technician reported the center keypad was worn. No other details regarding the nature of the event were provided. The monitor was originally returned for inaccurate potassium readings. Since the event occurred during routine testing, there was no patient involvement during this event.